Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preoperative device check for an unknown surgery, the implantable pulse generator (ipg) had loss of telemetry and it was suspected to be at end of life (eol). The device was not explanted and the patient later died in a manner unrelated to the device system.